Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected five opened and used reservoirs. Performed pre-fill reservoir test. Reservoirs passed per inspection. No leakage/occlusion anomalies were observed during analysis. Checked o-rings for defects and none were found. No connector anomalies were observed during analysis. Reservoirs connected and locked in place properly.

Event description:
The customer reported having hard time to remove the plunger from the reservoir causing the insulin to leak. No further information was provided.